Event description:
It was reported that the patient was in the emergency room after pacing inhibition was noted when the patient was given propathol during an unrelated medical procedure. The cause of the pacing inhibition was not known since interrogation showed normal device function. No medical intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.